Manufacturer narrative:
Product event summary: the balloon catheter 2af284, with lot 92843, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. The catheter was used for eleven applications. The balloon catheter passed the performance test as per specification. The dissection of the balloon catheter and pressure test indicated a guide wire lumen kink inside the balloon at 1.2 inches from the tip of the catheter. In conclusion, the reported guide wire lumen kink was confirmed through testing. The balloon catheter failed the return product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the guide wire lumen was kinked during the ablation in the right superior pulmonary vein (rspv) and left pulmonary vein. The balloon catheter was replaced with resolve the case was completed with cryo. No patient complications have been reported as a result of this event.